Manufacturer narrative:
Reference ID: (B)(4). The digitaldiagnost 4.x is a stationary x-ray system for general radiographic purposes. As an option, a portable digital flat panel detector (model "skyplate") can be used for image capture. Philips received a complaint on digitaldiagnost 4.x indicating that detector was dropped, resulting in a massive artifact that completely blocks any image taken. The device was in clinical use and there was no patient or user harm. The remote service engineer (rse) performed an analysis and concluded that customer had dropped the detector, which caused a large artifact that blocked all imaging. Detector needs to be replaced. The third-party vendor will place the order, and the customer will receive the replacement detector directly through them. Based on the information available and the testing conducted, the cause of the reported problem was detector drop. The reported problem was confirmed by the customer. Thus, it is concluded that the detector was dropped by accident (use error).

Event description:
It was reported that the detector was dropped, resulting in a massive artifact that completely blocks any image taken. The device was in clinical use and there was no patient or user harm.